Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a probable cause was not identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source exhibited the fault of an emergency light alarm. The issue occurred during preparation for the therapeutic thoracoscopic surgery. During the process of freeing the patient's pulmonary artery, pulmonary vein, and bronchus, etc., there was no excessive bleeding. There was no delay and the patient was not under anesthesia. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that the light source cannot distinguish the color clearly, and after adjustment, there was no result. The entire chest cavity was dark and cannot be observed clearly. The issue occurred during preparation for the therapeutic thoracoscopic surgery. During the process of freeing the patient's pulmonary artery, pulmonary vein, and bronchus, etc., there was no excessive bleeding. There was no delay and the patient was not under anesthesia. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.